Event description:
It was reported that the device had a damaged power switch, and a dirty unit was also observed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No device history review (DHR) will be conducted as it is not applicable or relevant at this time. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in fair condition. The evaluation was performed, and the reported issue was confirmed. Installed temp check and powered on the device. Unit failed to turn on. Found broken power switch resulting to no power connectivity. The root cause of the reported issue was unable to be determined, possibly a design issue. This issue is being addressed through corrective and preventive action plan.